Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced mental and physical pain, undergone corrective surgery, permanent injury.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced infection, inflammation, mesh erosion (erosion), pain during intercourse, pelvic pain, blood loss, mesh reaction/allergic reaction (foreign body reaction), vaginal wall pain, vaginal tissue edema/thickening/tender, failed multiple courses of antibiotics, inflammation, inflammatory reaction to mesh, perineal abscess (abscess), hematoma, fullness in vagina, necrotic tissue, blood clots, incontinence, painful sex, unable to have sex due to pain, lose urine, leaks urine, diarrhea, wakes at night to urinate, incontinence of bowels, vaginal pain, cystocele/rectocele (prolapse), pelvic pain, spasm of muscle (muscle spasms), mixed incontinence, urge incontinence, stress incontinence, urgency of urination (urinary urgency), pain, trouble starting stream, low back pain/hip, pelvic muscle wasting, vaginitis/vulvovaginitis (inflammation), muscle disuse atrophy, muscle spasm irritability, erythema to external genitalia, atrophic vaginitis, scar tissue (scarring), problems with sitting in vaginal area, vaginal irritation, fatigue, aches/pains, vasomotor symptoms, hot flashes, vaginal dryness, anxiety, nervousness, unspecified urinary problems, recurrence, dyspareunia, vaginal scarring, unspecified bowel problems, infections, vaginal bleeding, unspecified neuromuscular problems, discomfort, urinary incontinence, nerve damage, pain near vaginal cuff, fistula, peritonitis/sepsis, vaginal/bladder infections, vaginal vault prolapse, high red blood cell count, bacteria in urine, infected mesh, pelvic infection, umbilical/insertion site erythema/induration, serosanguinous fluid from cuff, nausea, blood in urine (hematuria), low red blood cell/hemoglobin/hematocrit, and required nonsurgical and additional surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced large hematoma around the avaulta graft requiring incision and drainage of abscesses, posterior repair revision with evacuation of hematoma and excision of distal arms of avaulta mesh, spotting, cellulitis and mesh exposure into posterior wall, excision of vaginal mesh, mild chronic inflammation, foreign material consistent with mesh, low back pain with radiculopathy, use of pads, urinary tract infection, frequency, nocturia, spasm of pelvic muscles and underwent pelvic floor physical therapy. The patient alleged severe pain near vaginal cuff radiating outward towards the hip bones and spine.